Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump did not turn on after moisture exposure. The customer reported that there is a crack in the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a blank display due to moisture damage battery connector, connected into electrical board. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to blank display. Device had cracked case (battery tube). The unit p-cap / test reservoir locks in place properly and no anomaly noted.